Event description:
Related manufacturer reference number: 2017865-2023-05525. It was reported that multiple episodes of non-sustained ventricular oversensing due to ventricular and atrial lead noise were observed. The oversensing noise on the atrial lead caused episodes of automatic mode switch. Programming changes were made. The patient was asymptomatic and was stable before, during, and after the programming changes.

Event description:
New information received indicated that the right ventricular lead was capped and replaced on (B)(6) 2024. The patient was stable before, during, and post-procedure.